Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transection of the right upper pulmonary vein in a video assisted thoracoscopic lobectomy, there was strong oozing of blood after the device was used. Surgeon reinforced with the use of two clips to stop the bleeding. When the bleeding point was checked at the end of the operation, bleeding of about 300ml was noted. The surgery was converted to an open thoracotomy surgery. It was noted that surgical time was extended by 30 minutes or more, and incision was extended by more than inch due to device issue.